Event description:
The initial reporter stated that the pump was "not beeping when line pinches". They did not advise which part of the tubing was being pinched or for how long the tubing was occluded. It is unclear which alarm may have failed. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for evaluation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was "not beeping when line pinches". They did not advise which part of the tubing was being pinched or for how long the tubing was occluded. It is unclear which alarm may have failed. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any additional information. (B)(4).